Manufacturer narrative:
The displacement test was unable to be perform due to partially broken reservoir tube lip. The pump was received with minor scratched display window, cracked battery tube threads,partially broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, broken belt clip slot, stained endcap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that a piece is missing on the pump at the reservoir compartment. The customer¿s blood glucose level was 244 mg/dl. The customer was assisted with troubleshooting. Customer stated that reservoir is broken half of the circle is exposed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.